Event description:
After about 1 week of an approved transcranial magnetic stimulation (tms) program at (B)(6) hospital in (B)(6), I began to feel extreme sleepiness. I was told by my psychiatrist that exhaustion was a common short term side effect until one's body acclimated to the treatments. I was patient with this annoyance, and optimistic that tms might help my chronic treatment resistant depression. I continued the 32 treatments every week day, and then the suggested "tapering off" treatments that led to the end of the treatment program. The sleepiness remained. I can sleep a full night's rest of 8-10 hours and I can barely wake up. I never benefitted from any anti-depressant effects of the treatment, either. It is now almost two months from my final treatment, and I still suffer from extreme sleepiness all the time. I am taking caffeine pills, drinking caffeinated beverages and relying on a modafinil prescription to stay somewhat alert. My psychiatrist, doctor and therapist have no suggestions. The sleepiness is a horrible side effect, and I wish I had never done tms. This is majorly effecting my life. I feel even more depressed than I did because I really am suffering from this. I have trouble staying awake while driving and working. I can be sitting up at my desk and fall fast asleep while still sitting upright. When taking a 2 hour trip I must stop about every half hour, drink lots of water, listen to loud music and make the temp either very hot or very cold to stay awake. I don't visit my family much anymore because driving is frightening. This sleepiness is not like my typical exhaustion/stay-in-bed -to -avoid-the world symptom caused by depression. During those times in the past, I didn't really sleep, but rather would lay in bed and rest, hide and worry. If I had been warned that tms would make me feel this bad for no benefit, I would never ever have signed up. (This sleepiness is so frustrating and intrusive to my life that even if tms was helpful for depression that I may have not risked the treatment benefits because of this possible side effect.) Could you please at least let others know of this side effect? I don't want anyone else to suffer as I do! Thanks for your time, (B)(6) p.s. I am standing while I type this so I don't fall asleep. My psychiatrist and doctor have no idea what to even test me for. FDA safety report ID# (B)(4).